Manufacturer narrative:
Outcomes to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, and negative clinical effects did occur for this patient according to the surgeon: despite the final screw placements were correct as intended. Despite there was no negative effect due to the prolong of anesthesia by ca. 30 minutes. The patient's lumbar foramina was injured due to the initial incorrect screw placements, and as a result, the patient had a neurological deficit, specifically a weakness, in the right leg. There were no further remedial actions necessary, done, or planned for this patient. It is unknown if hospitalization was prolonged for this patient. Apparently the resulting deviation of the navigation display was not recognized by the user before the placement of the pedicle screws on the right side with the necessary navigation accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Remedial action initiated: brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine with fusion of and screw placement in vertebrae l4 and l5 (4 pedicle screws total), was performed with the aid of the brainlab navigation software spine & trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the operating room table. Attached the drapelink reference matrix adaptor to the 3d c-arm for automatic image registration of the 3d fluoroscopy scan to navigation. Attached the navigation reference array to the spinous process of the vertebra l5. Performed an intraoperative 3d fluoroscopy scan using the non-brainlab 3d c-arm (ziehm vision rfd 3d c-arm) and verified the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation), and judged the accuracy of the patient registration to be good. Verified the calibration of the brainlab awl and brainlab pedicle probe successfully. Prepared 4 screw canals in l4 and l5 using the brainlab awl and brainlab pedicle probe, first on the left side and afterwards on the right side. Placed 4 k-wires into the prepared canals. Placed 4 screws using a non-navigated screwdriver over the k-wires into the prepared canals (whereby the cannulated screwdriver was inserted via the k-wire to the bone, then the screw was placed) . Performed another intraoperative 3d fluoroscopy scan and determined the 2 screws in the right l4 and right l5 were not placed as intended (deviation ca. 12mm inferior to intended position). Removed and replaced the right l4 and right l5 screws, and replaced them using conventional methods, without the aid of navigation. Ended the surgery with a prolongation of anesthesia of ca 30 minutes (with no negative clinical effect on the patient due to this prolongation). The patient presented negative symptoms after the surgery: the patient had a neurological deficit, specifically a weakness, in the right leg. According to the surgeon: the final screw placements were correct as intended. There was no negative effect due to the prolonged anesthesia of ca. 30 minutes. The patient's lumbar foramina was injured due to the initial incorrect screw placements, and as a result, the patient had a neurological deficit, specifically a weakness, in the right leg. There were no further remedial actions necessary, done, or planned for this patient. It is unknown if hospitalization was prolonged for this patient.